Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 435. It was also stated that the insulin pump had some sort of failure. Nothing specific was reported. The caller requested a replacement insulin pump. Nothing further was reported.